Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. It was reported the patient had a personal injury as a result of a defective medtronic synchromed ii system's failure to deliver medications as prescribed. It was noted the pump was either explanted or replaced.

Event description:
Information was received from a legal firm on 22-mar-2017 regarding a patient who was receiving unknown drug (unknown dose/concentration) via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported delivery failure occurred. The patient experienced pain, spasticity, and withdrawal. Pump explant and replacement surgery occurred on (B)(6) 2013. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.